Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when they pressed the power off to the patient programmer it seemed to work for a couple minutes and then the patient would go to the toilet and stimulation would come back on, but then all of a sudden it stopped and then comes back on an hour later. It was noted that it had been like this since they got it. It was reviewed that there is an option called cycling mode and the patient could be on that. The patient was redirected to their health care professional. There were no further symptoms or complications reported or anticipated.